Event description:
Reportedly, during a f/u, the pacemaker involved in this MDR report could not be interrogated even with two other programmers. However, when a magnet was applied, the magnet rate was 96 min-1. The device was explanted and returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.